Event description:
(B)(6): customer reports via e-mail: no fluoro incident occurred at the end of a prostate seed implant, and the surgeon wanted to confirm seed placement but the fluoro failed to work. Pt was male, age unknown. No harm came to the pt and the fluoro not working did not cause any problems with the procedure or change care given.

Manufacturer narrative:
Field service engineer (fse) troubleshot complaint and found console would turn on but there was no display. When the enable button was released, the console shut off. Fse replaced the console and the system operated normally. Fse completed a system checkout per hut service checklist qssrwi4.1 with service manual 4041004 as reference. All parameters were working within specifications and the unit was returned to full service.